Event description:
According to the available information, the doctor questioned the sterility of the package. The pouch was not sealed all the way. Another altis was opened, and the case was completed. This issue resulted in a 5 minute procedure delay.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed no abnormalities. No abnormalities were noted with either introducer. A device history review was performed by the contract manufacturer and no evidence was found that could have contributed to this issue. The information received indicated that the pouch was not sealed all the way, and the physician questioned the sterility of the device. Review of the device history record by the contract manufacturer revealed no abnormalities or evidence that could have contributed to this issue. Examination of the device by quality noted no abnormalities with the returned components. Therefore, the complaint could not be confirmed as reported. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the doctor questioned the sterility of the package. The pouch was not sealed all the way. Another altis was opened, and the case was completed. This issue resulted in a 5 minute procedure delay.